Event description:
It was reported that t:slim x2 pump battery would not charge, and charging connection was not recognized despite using working outlet, tandem charging cable, and wall adapter, with visible damage noted on silver usb port. There was no reported impact to the customer¿s blood glucose level. Customer had already tried leaving wall adapter plugged into working outlet for 30 minutes without success, was instructed to insert usb correctly to help prevent damage, and pump was not replaced because it was out of warranty, with customer using multiple daily injections instead.